Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump was not working. Customer experienced difficulty removing the battery cap and noticed a blank display on the insulin pump. Customer also mentioned receiving a low battery alarm. Customer stated that they placed a new battery in the insulin pump and the device is now flashing on and off. The blank display was resolved with a battery change. Customer's blood glucose reading at the time of the call was 324 mg/dl. No further information reported.